Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of bilateral breast implant malposition/lower pole volume loss and mesh removal. Medical affairs has assessed the patient¿s postoperative course as being serious and related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(6): on (B)(6) 2018, patient underwent bilateral breast augmentation mastopexy using a vertical incision. Two pieces of galaform (galaflex 3dr) were used. Concomitant procedures included browlift, phenol peel upper lip and fat grafting to cheeks. On (B)(6) 2018, bilateral breast implant malposition/lower pole volume loss was reported. On (B)(6) 2018, patient had additional surgery of revision of right mastopexy and fat grafting to inferior pole of left breast. Mesh in right breast was removed as it was found to be unincorporated, and right capsulorrhaphy was performed. Resolved on (B)(6) 2018 without sequelae. Review by medical affairs identifies as related to the device and serious.